Event description:
An implant information form was received indicating a patient had a full revision due to high impedance. The explanted devices have not been received for analysis to date. No additional information has been received to date.

Event description:
It was reported that the lead product was not available for return. No additional information has been received to date.